Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 200s-range mg/dl and 550 mg/dl. Customer was taken to the hospital, where he was tested (reading not provided) and admitted to the hospital for treatment of hyperglycemia. Customer was treated with insulin and stayed at the hospital for "a couple of days." No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.